Event description:
During investigation, an intermittent force sensor connection and high resistance force sensor was observed.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was exercised for 24 hours with no loss of prime warnings being duplicated. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had not occurred and it could not be duplicated during testing.